Event description:
It was reported the patient has experienced multiple falls landing directly on the ipg site. As a result, uncomfortable stimulation is felt in undesirable locations. Diagnostic testing revealed contacts with low impedance. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.